Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke during knee arthroplasty surgery.

Manufacturer narrative:
Visual evaluation of the returned unit has confirmed a fracture on the medial side of the post. Visual examination has identified that this failure is related to a previous investigation. The device had been in the field for approximately one year and four months. It is not known how many times the device had been used since its date of manufacture. This device is used for patient treatment. A previously completed investigation into the issue reported with this complaint determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Subsequently, the persona tibial articular surface provisional (tasp) has been redesigned to add material and strengthen the areas where fractures occur on the devices. The device reported in this complaint was manufactured prior to these design changes a notification was sent to the field on (B)(6) 2014 to provide additional clarification relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.